Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion located in the mid right coronary artery (rca) that was mildly tortuous, heavily calcified, and 80% stenosed. A balance middleweight (bmw) elite guide wire was used to cross the lesion and pre-dilated with a non-abbott balloon 3.0 x 12 mm from middle to distal. A 3.75 x 6 mm non-abbott cutting balloon was then used to prepare the lesion with low bar (1-2 atmospheres) from distal to middle. The cutting balloon was attempted to be advanced to distal to continue preparation of the lesion with higher bar, but failed to reach distal due to resistance with the guide wire. Both the bmw elite guide wire and the balloon were removed together as one unit and the bmw's proximal coil was observed to be stretched. The procedure was completed with a non-abbott guide wire and a new non-abbott cutting balloon to complete procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty positioning the device and stretched coils were confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, new information was received stating that there was no resistance felt during removal of the guide wire. No additional information was provided.